Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer's representative regarding a patient who was receiving morphine (10 mg/ml at 2.034 mg/day) via an implantable pump for an unknown indication for use. The patient's medical history included cancer pain. It was reported motor stall occurred; contributing factors included MRI. The event date was (B)(6) 2020. The motor stall was confirmed via an (B)(4) programmer. Pca was prescribed. There was a plan to check again the week after 2020-jan-22, after the patient's condition was confirmed. The issue was not resolved. There were no reported symptoms. Further complications were not reported. Additional information was received. The motor stall occurred on (B)(6) 2020. It was stated the problem was solved, confirmed on 202 0-jan-28. The patient did not experience any problems as a result of the stall. Actions taken included an (B)(4) check.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The representative indicated the pump seemed to have returned normally between (B)(6) 2020. Additionally, it was stated MRI scan occurred on (B)(6) 2020.